Event description:
Worn polyethylene component in agility ankle 9 yr post implantation. Worn through to metal so massive osteolysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.